Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis, reported as a peritoneal infection. The peritonitis was manifested by diarrhea. The breach in aseptic technique was further described as the patient did not wash their hands before therapy. The patient reported they used only hand sanitizer. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin (for eight days) then the patient was treated with fortaz (no further details). On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis therapy. At the time of this report, the patient was performing pd therapy and the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.